Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the lot number, aa7044n20, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Root cause could not be determined. All information reasonably known as of (B)(6) 2018has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received stating, a serious complication arose shortly after a mic jejunostomy feeding tube was inserted in an adult patient with gastro paresis. The jejunostomy placement was uneventful but the patient presented 5-days following the procedure with evidence of peritonitis. The laparotomy insertion site was intact but the tip of the jejunal feeding tube had eroded through the gastrointestinal tract and there was evidence of peritonitis. The tip of the jejunal feeding tube had eroded through the duodenal wall causing a 4mm perforation of the small bowel. No additional information was received

Manufacturer narrative:
All information reasonably known as of 04apr2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Additional information was received on (B)(6) 2018 from the doctor that states, the patient was being fed for chronic gastroparesis and gi dysmotolity. Following a routine implant and discharge, the patient represented at four days post-operative as the tip of the jejunostomy tube eroded the antimesenteric wall of the small bowel. The jejunostomy had been implanted by an experience upper gi surgeon in accordance with the instructions. The patient had to undergo an emergency laparotomy to remove the device and has opted not to have a further device implanted.